Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a charge/shock failure - therapy pca (autotest) message. There was no patient involvement.